Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her glucose meter was not working and in the process informed the 24-hour helpline of numerous hospitalizations she experienced over the past six months. She was hospitalized for hypoglycemic and hyperglycemic episodes; her blood glucose at the time of these hospitalizations was not given. She was wearing the pump at the time of the hospitalizations. No products were shipped or returned.